Event description:
Independent repair center: customer alleged alarming/red light and the key failure is the valve is not shifting fully. Associated malfunctions for this device: sieve beds are saturated.